Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a wire was loose on the mega needle driver instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grip cables was frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. One grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.